Manufacturer narrative:
Other text: b3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken, the plunger head and bottom case was full of contamination. A force test error was found in the device's event history log. To conduct functional testing, the device was powered up. Upon review, the reported problem was duplicated. It was determined that the root cause was due to the contamination, in turn, all the parts of the plunger head were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a force sensor test issue. No adverse patient effects were reported by the customer.